Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, noise reversion was observed due to ccm pulses. The device constantly entered noise revision with to no defibrillation support. Programming changes were made and noise was no longer detected. The patient's condition is stable.